Event description:
The customer reported a malfunction with the pump, displaying malfunction code malf 9. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.